Manufacturer narrative:
The investigation onto this reported event is ongoing. A follow-up report will be submitted when the results of the investigation are available.

Event description:
"While attempting to place a venatech lp when the device deployed from the catheter the filter never opened. It ended up unopened in the patient's right atrium. After many attempts we successfully retrieved the device without any known harm to our patient."